Event description:
It was reported that the customer's insulin pump completely shut off. Customer stated having issues with battery life and getting off no power alert. Customer's blood glucose was 223 mg/dl. Customer also stated using a duracell battery. Advised that the customer may continue to wear insulin pump until replacement arrives if a new battery is inserted. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact and battery tube. Unable to verify off no power alarm due to blank display anomaly. The insulin pump has cracked case at display window corner, reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
This report is provided because the first follow up report for the device evaluation was submitted without the correct information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.